Event description:
The user reported the on and off switch was intermittently functioning. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. There was no adverse consequences to the pt as a result of this event.